Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported they experienced a sensor failure which occurred the same day the sensor had been inserted in the abdomen. On friday, (B)(6) 2024, the patient inserted a sensor and waited for the 2 hours warm up, however upon warming up the patient received a sensor failure message on her phone. The patient was not receiving continuous glucose monitor (cgm) readings and her blood glucose (bg) increased to 1000 mg/dl. The patient experienced thirst, nausea, and blood pressure was not controlled. The patient´s husband took her to the emergency room. There they treated the patient with intravenous (IV) medication, fluids and insulin. On saturday the next day, the patient inserted a new sensor. The patient was under monitoring in the hospital until sunday when she was discharged. At the time of the report the patient was doing fine. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.